Event description:
The patient reportedly experienced poor performance with use of device. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing confirmed that the device was functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.